Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during post implant check, the left ventricular lead dislodgment was discovered. The lead was repositioned on (B)(6) 2018. The patient was stable after the procedure.